Event description:
Customer reported a rapid drop in the indicated battery charge of the pump to 45% in a short period and further to 5%, although it did not lead to an unexpected shutdown. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to connect the pump to a known working power source and decided to replace the pump. The customer was informed about using the current pump as backup and received instructions to put the problematic pump into storage mode and return it using a pre-paid label within 10 days.